Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and "deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Deflation : observed, opening on the radius side assessed as surgical damage. Additional observations: crease fold observed on the device. Yellow particles observed. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, deflation.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and "deflation." Device has been explanted and replaced.